Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. There no specific allegations, but at revision the operative note indicated debris within the soft tissue. An unknown head and liner are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/11/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported dislocation, metal debris, gram stain and culture, pain, and loud squeaking noise. The revision surgical report noted displaced liner, pain and popping at physical therapy that went away, metal debris in the soft tissues, gear oil type fluid from the capsule, liner was loose but still within cup but rocking back and forth and had a crack and large fragment on it, and the femoral head was burnished. No part/lot stickers or number provided. Patient harms updated. The complaint was updated on: may 2, 2016.

Manufacturer narrative:
Provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  UDI: (B)(4). Added: b5, d1, d2, d2b, d4 (product code, lot, expiration date, UDI), g5, h4 and h6.

Event description:
Ppf alleges metallosis and elevated metal ions. Upon receipt of ppf and implant records : updated unk hip acetabular insert/liner to altrx +4 10d 36idx56o (122136156). Updated pe code from implant bearing wear : metal to implant bearing wear : polyethylene and implant fracture post op/unknown : metal to implant fracture post-op : polyethylene.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.